Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was not able to be interrogated as it did not respond to the programmer. It was additionally noted the ICD did not tone in response to a magnet. It was indicated that the patient may have been lost to follow-up as the device had been implanted for ten years, and there was no record of the last device interrogation. The ICD was explanted and replaced with an implantable pulse generator (ipg). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.